Event description:
The centrax bipolar of outer diameter 44mm had to be implanted using reliance stem and 28mm v 40 metalhead. (Proximal femoral fracture case). The surgeon who used this combination many times before observed that the head/stem combination had too much play inside the centrax bipolar cup, despite the fact that the locking ring of the centrax cup was securely locked. The surgeon did not observe this before and he did not want to use this cup/head combination. He unpacked another centrax and another 28mm head. The new combination was then functioning properly. There was no adverse consequence for the patient.